Event description:
At explant, a large abscess was discovered on the aortic-mitral annulus. The distance from the aortic annulus to the mitrals annulus was 3 cm. The bioprosthesis was loose about 3/4 of the circumference around the aortic annulus.

Event description:
It was reported that the valve was explanted after 4 years and 3 months implant duration due to aortic insufficiency and endocarditis. Source of endocarditis was unknown.